Event description:
The customer reported being hospitalized for infection, diabetes ketoacidosis and high blood glucose of 530mg/dl. The customer stated that she was experiencing high glucose for the past week. The customer's most recent glucose reading was 176mg/dl. The customer was treating her blood glucose with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.